Event description:
It was reported that pump settings were lost after a pump reset, which caused loss of personal profile and required the profile to be set up again. There was no adverse impact to the customer's blood glucose level. Recommendation was made to consult with a healthcare provider to set up the personal profile again prior to resuming insulin therapy.